Manufacturer narrative:
Previously reported as, the manufacturer was contacted in reference to rep dreamstation auto CPAP devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box b: adverse event or product problem (describe event or problem) as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (product brand name, model number, catalog item identifier, product UDI, operator of device), box g: all manufacturers (report source), box h: device manufacturers (device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, remedial action init, recall (z) number) have been corrected/updated.

Event description:
The manufacturer was contacted in reference to rep dreamstation auto CPAP devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.